Event description:
It was reported the patient ((B)(6)) stopped receiving stimulation therapy from the scs system. The patient's scs ipg battery reportedly depleted approximately four weeks ago. Surgical intervention was taken and the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device.